Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, persistent false lumen flow and reoperation.

Event description:
On (B)(6) 2017, the patient underwent emergency treatment of a thoracic dissection with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, a computed tomography scan showed persistent blood flow into the false lumen due to a possible type ii endoleak. On (B)(6) 2017, the patient underwent treatment of the persistent blood flow into the false lumen. The false lumen, two intercostal arteries and a bronchial artery were occluded with coils and nbca. An additional stent graft was implanted distal to the tgu262615j that was implanted distally at the first procedure. The patient tolerated the procedure.